Manufacturer narrative:
Date of event: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that over time it has been taking longer and longer to recharge the implantable neurostimulator (ins). The patient stated it seemed to get worse every month. The patient stated he used to be able to turn stimulation on after 3 hours of charging and now it seems to take 5 hours before he can turn stimulation on. The patient stated that when he charges, he has all 8 black boxes. The patient was redirected to their healthcare provider to discuss any concerns with charging taking too long or to have the device checked. No patient symptoms were reported and no further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting that the patient has just continued to charge their device until it is recharged, but stated that it takes "twice as long as they recorded earlier". It was reported that the cause of the recharging taking longer and longer was not determined and the issue was not resolved. They indicated that they had not notified their managing physician of the problem, but they stated that they did talk to a local manufacturing representative. It was reported that they weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that a representative (rep) changed some of the settings it order to help the recharge time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative on 2018-01-30. It was reported that the patient was charging too often, about twice a week for 4 hours. The patient was previously charging once a week for 2 hours. The patient tried to not let the ins go below 25%. The patient indicated that for the first year after implant they were charging once a week and through the years it has taken longer and now they charge mid-week and maybe a few days on the weekend, for around 1 to 2 hours each session. The patient indicated when they do this they are 50-60% full. The patient had not recently been reprogrammed or switched parameters. Therapy impedance check was completed, and no electrode impedances were out of range and everything was below 1000 ohms and the average was 800-900 ohms. Decreasing parameters and charging frequently for short periods of time or going longer between recharges and charging longer less frequently was reviewed. The caller asked about cycling and it was reviewed they could try, this but it doesn't always lengthen the charge interval and, if used, should have a cycle of greater than 30 seconds (15 seconds on, 15 seconds off). It was reviewed that if the issue continued, to call back and recharger stats could be checked. It was reviewed that the patient's charging habits don't seem out of the ordinary given the calculated recharge interval. No patient symptoms were reported. No further compli cations were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins battery was taking longer to receive the 'charge sufficient' screen, for a couple of years, and the patient had never received the screen that says 'charge complete' while charging, since implant. The patient said it previously only took about 2 1/2 to 3 hours to reach the charge sufficient status and now it took way over 3 hours to reach charge sufficient. The patient stated they begin to charge the ins when the battery reaches 1/4 full or less, and they charge until the recharger indicates the 'charge sufficient' screen. Patient services reviewed the charge sufficient vs the charge complete screens and that normal charge range is 4-6 hours with good coupling. No symptoms were reported. No further complications were reported/anticipated.